Event description:
A healthcare facility reported that they tried to connect an infant breathing circuit to a patient and discovered it did not connect to the yellow heatherwire connection for the humidifier. They stated the circuit plug port was not the clover style. No patient consequence was reported.

Manufacturer narrative:
A preliminary investigation was carried out based on the event description and previous experience with similar complaints. Results: the inspiratory tube heater wire connector is different to the expiratory heater wire connector. The connectors are molded onto the heater wires during production. A lot check revealed no other similar complaints for this lot number. Conclusion: the inspiratory heater wire was incorrectly molded with an expiratory heater wire connector. Production methods are being reviewed to prevent recurrence of this malfunction. Our monitoring and trending for this type of event shows a rate of occurrence worldwide for the last year of 0.0038%